Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that during inspection at the repair department, the latch (lock lever) of the video connector socket was worn out and causing a connection issue. Thus, we surmised that an image was not displayed due to the following reasons. The video connector at the endoscope side became unstable as it could not be secured (locked) properly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the scope was not showing up on the video system center¿s screen, and it may have broken piece on video connection. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.